Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, unexpected restart alarm error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Unit had cracked liquid crystal display window, cracked case at display window corners.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture and insulin pump was cracked on the left corner of the window. Blood glucose was 130 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.